Event description:
During a peripheral vascular intervention by the md, csi arthrectomy device in progress suddenly stopped working. Removed intact without difficulty per physician. Did not result in harm to the patient.